Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that, during a laparoscopic gastrectomy, the operation was converting from #6 to the margo superior pancreatis operation. The tissue pad fell off when the nurse cleaned the blade. The surgeon commented that the device was used on the advanced cancer, and there is a possibility that the issue occurred because the tissue was hard. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.